Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 03/31/2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen 2000mcg/ml at 550mcg/day via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2019 a catheter break was reported. The patient reported return of symptoms. No falls or complications, just spastic. There were no environmental, external or patient factors that may have led or contributed to the issue it was unknown if there were any diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was a catheter revision on (B)(6) 2019. The issue was resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.